Event description:
A customer reported to beckman coulter inc (bec) that there was a leak on the left side of coulter lh750 hematology analyzer. The customer also reported retic background was giving over range results. The customer was wearing a lab coat, gloves, eye protection at the time of the incident. There was no exposure to mucous membranes or open wounds. No one was injured or sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There were no patient samples or results affected by the leak, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found that the retic shear valve was blocking the flow of retic clearing solution. The blockage increased the pressure at the ghost pumps y fitting, causing the retic clearing solution to leak from the fitting. The fse cleaned the shear valve and the flow through the valve was restored. The repairs were verified per the established procedures. Only retic clearing solution flows through the tubing at the retic shear valve. Root cause of the leak is that the retic shear valves flow was blocked. Bec internal identifier for this complaint is (B)(4).